Manufacturer narrative:
Analysis found worn wave washer. The device was tested successfully according to its manufacturing specification. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was defective. There was no patient impact.